Event description:
The nurses alleged the bed hilow ran all the way down by itself. No pt impact.

Manufacturer narrative:
The account has not been able to duplicate the issue or find any issues with the bed. No further information is available on the repair of the bed at this time.